Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the cordless driver 3 was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the cordless driver 3 was leaking. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during device evaluation. Upon visual inspection, it was found that the e box seal had failed and leaked oil, which is the probable cause of the reported event. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.